Event description:
It was reported that the right ventricular (rv) lead perforated the ventricle and the patient had to have the rv lead revised. The patient complained of shortness of breath, chest paint and palpitations. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.